Event description:
Dispersive electrode placed on pt's right anterior thigh. Skin clean, dry, intact, no hair. Pt underwent resection of hepatic tumor. Physician used tissuelink device for hemotasis. Upon careful removal of dispersive electrode, rn noted small patch of skin adhering to adhesive portion of electrode and reddened area below skin removal area, correllating to gel portion of electrode.